Event description:
It was reported that the device was used during a bowel resection. It was reported by the rep that while the surgeon was attempting to perform a bowel anastomosis with the tlc55, the stapler "only fired (stapled and cut) halfway through the firing sequence" (only partially across the cartridge). Another device was pulled for the case and the stapler in question was discarded. There was no consequence to the pt.